Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The device passed the displacement and prime/compromised force sensor system tests. No excessive no delivery alarm was noted. The following physical damage was noted: scratched lcd window, cracked casing at a display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was able to clear the button error but received a no delivery alarm. The patient's blood glucose at the time of incident was 189 mg/dl. The alarms occurred while she was driving. The insulin pump was returned for analysis.